Manufacturer narrative:
Corrected information: report source: health professional, user facility, company representative. Investigation summary: a review of the dimensional verification, device history record, complaint history, specifications, drawings, quality control data, instructions for use(IFU), functional testing and visual inspection of the returned device were conducted during the investigation. The device was returned in used condition, with microclaves still attached to the hubs. The leak test was inconclusive; there was an occlusion, so no leakage was observed with and without the microclaves. The catheter was otherwise undamaged. The outer diameter of the blue tubing was also within specification. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no other non-conformances associated with the complaint failure mode. It should be noted there were no other reported complaints for this lot number. An occlusion in the blue line was found during testing. If the occlusion occurred during the insertion process, it is feasible that the leak was the result of back flow from the occluded line. However, without knowing when the occlusion occurred, it is not possible to definitively state that the occlusion was the contributory cause for this failure. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the blue lumen portion of a double lumen polyurethane central venous catheter was leaking after implantation. The customer confirmed that only the blue lumen was affected, as the white lumen did not leak when used. The customer had concerns regarding potential contamination. Another central line needed to be placed. The product is reportedly available for return.